Event description:
Patient presented to the physician with wound dehiscence and fluid accumulation at the chest incision site. Physician prescribed oral antibiotics, brought the patient into the or, obtained cultures, performed a washout procedure, and closed the incision. At the post-procedure follow-up appointment, culture results returned positive for staphylococcal infection. Physician placed the patient on long-term antibiotics.

Event description:
Patient presented back to the physician with the ipg eroding through the skin at the chest incision site. Physician brought the patient into the or, performed a washout procedure, repositioned the ipg, and closed. Patient will remain on the previously prescribed course of antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the neck incision site. Physician brought the patient into the or, performed a washout procedure, and closed.